Event description:
Reporting status: death. Reporting rationale: myocardial infarction (mi); subsequent death. Device issue: no device malfunction has been reported. It was reported that the patient was brought in for a primary angioplasty and ptca. The xience stents (2.5 x 18 mm and a 3.5 x 28 mm) were implanted, one in the right coronary artery (rca), one in the left anterior descending (lad) and one in the obtuse marginal; however, the patient subsequently expired a couple of hours later in the cardiac care unit. The physician commented that the patient was already in a critical stage and was compromised renally. The diagnoses of the acute coronary syndrome at the time of the event is an mi. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - death and myocardial infarction, per the IFU, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Also, death, renal failure, and myocardial infarction are listed in the risk assessment as no-fault post-procedure complications. In this case, the patient was reportedly admitted to the hospital in a critical stage with compromised renal function prior to the procedure. The other two xience v everolimus eluting coronary stent systems are being filed under the same MFR number.